Event description:
The facility representative reported experiencing a no flow due to a damaged filter. The reported condition occurred during use. The reported set was not on the patient for very long before the problem was detected. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
Samples are contaminated with blood, and therefore will not be returned for evaluation. Therefore, the reported condition of no flow cannot be confirmed or duplicated and an assignable cause cannot be determined. The lot number is not known; therefore, a batch review cannot be performed. (B)(4).